Manufacturer narrative:
The field service engineer (fse) found a leak from a very small hole in the tubing from the diff mixing chamber to the flow cell. The fse replaced the tubing to resolve the leak reported. Upon recur, the failure mode is likely to cause erroneous differential results from improper sample flow from the diff mix chamber to the flow cell. (B)(4).

Event description:
The customer reported a leak of red fluid while running patient samples on the lh750 instrument. The volume was reported as 20 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated.